Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, a laser was being used with the basket, and one of the basket wires broke. The basket wire remained attached at one end of the device, and did not fully detach inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned segura hemisphere basket revealed the basket and all of the basket wires were present and attached. None of the wires were broken; however, they were all kinked/bent. The working length was kinked approximately 61.5cm from the distal end of the black strain relief. The outer sheath was torn on the distal end and it appeared that a portion of the sheath was detached. There was a torque mark present on the handle cap to indicate the application of the torqueing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would open and close; however, the basket would not close completely into the sheath. The basket extended approximately 1.1cm when the handle was in the closed position, which exceeds the specification limit. A dimensional verification was performed on the sheath sub-assembly working length and the outer sheath measured approximately 120.8cm, which is below the lower specification limit. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, a laser was being used with the basket, and one of the basket wires broke. The basket wire remained attached at one end of the device, and did not fully detach inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.